Manufacturer narrative:
Block e1: (B)(6). Block h2: additional information: block b5 (describe event or problem), block d7a (sud reprocessed and reused?), block e1 (initial reporter address 1 and address 2, zip/postal code), and block h8 (usage of device). Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device did not have any damages. Microscopic analysis was performed, it was noticed that the balloon had a pinhole, which confirms the reported event. Functional evaluation was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located in the distal section on the body of the balloon. The pinhole problem is likely due to factors encountered during the procedure, such as the interaction between the balloon and the scope or any other surface during the procedure that could have created friction, resulting in the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in a dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was punctured. The procedure was completed with another cre pulmonary balloon. There were no patient complications as a result of this event. ***additional information received on september 2, 2021*** the anatomy location was the right middle bronchus.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in a dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was punctured. The procedure was completed with another cre pulmonary balloon. There were no patient complications as a result of this event.